Manufacturer narrative:
E1: address line 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed the pump shows error code 46260 when switched on. The customer's reported issue could not be duplicated. All sensors were functioning normally. A defective main board was identified to be the source of the error. The main board will be replaced.

Event description:
It was reported that there is an error code 46260 and the sensor is defective.the issue was discovered during a functional test. There is no patient involvement.